Event description:
It was reported that this sub-q-array, implanted with another manufactures device and lead, exhibited high shock lead impedance measurements, measuring grater than 200 ohms. Technical services is not familiar with the other manufactures devices breakdown and suspects and that there is an issue with the sub-q-array. At this time, the sub-q-array remains in service. No adverse patient effects were reported.